Event description:
A customer reported that the insulin gauge displayed an amount different than expected, with zero units shown instead of the expected 260 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge, and tandem technical support advised the customer to call back for further troubleshooting if the issue recurs.